Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported water leakage and a perforation; the issue occurred during preparation for use involving an olympus flushing pump. There was no patient involvement.